Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the display. The customer stated that the insulin pump was recently exposed to high temperatures. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners and missing end cap sticker.